Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the right atrial channel, due to this the device inappropriately delivered 1 burst of anti-tachycardia pacing (atp) and 8 shocks. The therapy got exhausted. After analysis of the system it was noted that the lead in the atrial channel is a left bundle lead. Reprograming options for the device were discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the right atrial channel, due to this the device inappropriately delivered 1 burst of anti-tachycardia pacing (atp) and 8 shocks. The therapy got exhausted. After analysis of the system, it was noted that the lead in the atrial channel is a left bundle lead. Reprograming options for the device were discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient experienced a syncope episode and the thresholds of the right ventricular lead increased. Follow up of the patient was decided. No further adverse patient effects were reported.